Manufacturer narrative:
The correct lot number was provided as lot # 230305. Per a previous lot investigation for a different issue. Batch records and final inspection records were reviewed with no abnormalities noted. 5 retained samples were tested. 1. Visual inspection did not note any defects. 2. Simulated aspiration and injection test did not note any defects. No defects or abnormalities were observed during record review or retained sample testing. The complaint issue could not be confirmed. (B)(4).

Manufacturer narrative:
Reporter provided lot number was incorrect and did not match with the product. (B)(4).

Event description:
Caller reported "needle will not draw out insulin from vial." There were no injury or adverse events reported. To resolve the issue the patient switched to mdi.